Event description:
It was reported to covidien on (B)(6) 2009 that a customer had a problem with an umbilical catheter. The customer reports that the pt had the catheter in for 1 day and was found to leak. The hole was located just below the point where the catheter attaches to the infusion line. There was approximately 3 ml of blood lost.

Manufacturer narrative:
(B)(4). An investigation is currently underway. Upon completion, the results will be forwarded.